Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that there were no issues with the batteries or the system. The system just needed to be plugged in. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system displayed a critical battery level alert during the case. The site rebooted the system, and this cleared the error. They were then able to proceed. This caused a 15-20 minute delay to the case but no other issue. There was no reported impact on patient outcome.